Manufacturer narrative:
Continuation of concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2018, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 14-aug-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving gablofen with an unknown dose and concentration via an implantable pump for intractable spasticity. It was reported the patient's family called the clinic on (B)(6) 2019 to report erythema and purulent drainage from the back incision/around the lumbar incision. The patient was seen in neurosurgery clinic (implanting physician's clinic) and examination revealed an infection of the lumbar incision was confirmed. Laboratory testing revealed (B)(6). The entire system was explanted/not replaced on (B)(6) 2019. The device disposition was unknown. The event resulted in in-patient hospitalization. The outcome of the event was noted as ongoing. The clinical diagnosis was lumbar incision infection with staphylococcus aureus. The patient's weight was (B)(6). The etiology of the event indicated the relationship of the event to the device or therapy was not related and indicated the relationship of the event to the implant procedure was related. The incision site/device tr act was the lumbar site. The vent date was (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study indicated that the infection resolved without sequelae on (B)(6) 2019. No further complications have been reported.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter.if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient was receiving baclofen 500 mcg at 49.98283 mcg/day via an implantable pump.